Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the handle was cracked, the upper left display hinge was loose and the media door was damaged. (B)(4) .

Event description:
It was reported that when trying to interrogate a device the screen would read, "emergency hardkey available -> implantable device", then the programmer would crash not allowing the device to be interrogated. A replacement programmer had to be used. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.